Manufacturer narrative:
(B)(4). Publication year of 2006. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: transanal endoscopic microsurgery: risk factors for local recurrence of benign rectal adenomas, author: p. A. Whitehouse*, h. S. Tilney¿, j. N. Armitage* and j. N. L. Simson*; citation: colorectal disease, 8, 795-799. The aim of this prospective study was to assess risk factors for local recurrence of benign rectal lesions and to evaluate mortality and morbidity following transanal endoscopic microsurgery (tem). From january 1998 to march 2005, 146 procedures were performed for benign disease in 143 patients (n=75 males, median age: 74 years, range: 22-92 years). In the first 80 patients, dissection was performed with the erbe tem multifunctional instrument while in the remaining patients, the ultracision harmonic scalpel (ethicon) was used. Complaints included postoperative haemorrhage (n=6), all of whom required blood transfusion (2-5 units). In four patients, the bleeding stopped spontaneously while two patients required a repeat tem to control the bleeding. Other complaints were rectal stenosis (n=2) treated with rectal dilatation, and poor rectal function (n=3) which improves after 6 months. In conclusion, tem is a safe and effective treatment for benign rectal adenomas.